Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf (stsf) and during a premature ventricular contraction (pvc), the physician connected the catheter and performed the irrigation. After that, when the doctor inserted the catheter into the heart, it was possible to see the catheter, but the temperature was high. The physician tried to ablate but it was not possible because the ngen system had an error related to the temperature. The temperature cut-off was exceeded, and the system stopped the ablation. It was exceeded when the physician started the ablation. The ablation mode and thresholds were stsf 30 watts. The energy source was radiofrequency, and no applications were completed before the temperature issue. The catheter tip looked a little damaged. When the catheter was replaced, the issue was resolved. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual analysis of the returned product revealed that the pebax burst and no reddish material was observed inside. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and temperature and impedance test of the returned device were performed following johnson & johnson medtech procedures. According to the photo provided by the customer, the pebax was observed wrinkled. Visual analysis of the product returned revealed that the pebax burst and no reddish material was observed inside. A temperature and impedance test were performed, and the device was found working correctly. No temperature issues were observed. An irrigation test was performed, and the device failed, due to an occlusion of the irrigation ports by reddish material. Manufacturing process evaluation was performed and it was found that the device successfully passed final quality inspection, including temperature performance, irrigation flow, and leak-integrity functional tests; therefore, the observed failure cannot be conclusively attributed to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature issue and pebax wrinkled reported by the customer were confirmed. The potential cause of the pebax damage and occlusion cannot be determined. The instructions for use (IFU) contain the following information: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before radiofrequency (rf) energy is reapplied. To remove coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode or damage the contact force sensor and affect measurement accuracy. Prior to reinsertion, ensure that the irrigation holes are not plugged. For the pebax damage, the IFU contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).